Manufacturer narrative:
The reported event was dislodgement. As received, a complete lead was returned for analysis. The s-curve was measured, and it was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Event description:
It was reported that the left ventricular (lv) lead had pulled back to the device pocket via a review of diagnostic imaging. The lv lead was explanted and replaced. There were no adverse health consequences, the patient was stable.